Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm with compromised force sensor system alarm. The customer reported that they had multiple pump error alarm. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Pump error did not occur during rewind. The customer was assisted for self test and self test passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures error confirmed in the device history due to software error. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected inter processor communication error alarm, generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm, the hardware rtc date and time disagrees with the software maintained date and time alarm and the motor processor did not report the pumps stroke as finished in reasonable time alarm noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery alarm noted during testing or in the device trace download.